Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to deplete fully and subsequently the pump turned off. While attempting to reload the cartridge the pump requested a minimum of 50 units after filling the cartridge with insulin. The customer stated they were unsure of how much insulin was left in the cartridge. The customer stated a new cartridge would be loaded onto the pump following the call with tandem technical support. Customer reported blood glucose level was 99 (mg/dl). Follow up with the customer determined a new cartridge was successfully loaded onto the pump.